Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm even though there had been interaction with the pump. The customer's blood glucose (bg) level was 160 mg/dl. The customer delivered a correction bolus to address the bg level. Tandem technical support reviewed the auto-off feature with the customer and the customer opted to turn off the feature.